Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels. However, the exact values was not provided. The customer administered boluses to stabilize bg level. The customer declined to troubleshoot with tandem technical support. It was indicated that the customer was in contact with health care provider.